Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller log file revealed trends potentially linked to thrombus on (B)(6) 2018. On (B)(6) 2018, the patient had shortness of breath. The echocardiogram showed the patient had moderate aortic insufficiency. The pump speed was increased. No further information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on vad support with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.